Event description:
The pt had been receiving inappropriate shocks. The physician scheduled surgery on 11/22/96 to cap the epicardial leads. Electrograms continued to display noise, so the ICD was explanted.